Manufacturer narrative:
Additional information: patient information was declined by the site surgeon. Correction: device manufacturing date now provided.

Manufacturer narrative:
No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial resection, the positioning sensor unit (psu) error led light was blinking and a beeping noise was emitting from the navigation system. The reported issue occurred prior to registration. The navigation system was restarted to resolve the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The suspect positioning sensor unit (psu) has been received by the manufacturer for evaluation. The returned positioning sensor unit (psu) powered up without any issues. A check of the event logs did not reveal any issues. Positioning sensor unit (psu) passed accuracy test with passing threshold. No fault found.